Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; proximal segment returned and analyzed. Other: it was reported that the patient received inappropriate therapy due to noise, and there was an apparent lead fracture. The right ventricular lead was capped and replaced. Additional information was later received reporting there was also high impedance, and the lead was explanted. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure. Lead conductor device was out of specification in a manner that relates to event impedance, high interference lead(s), fracture of shock, inappropriate.

Event description:
It was reported that the patient received inappropriate therapy due to noise, and there was an apparent lead fracture. The right ventricular lead was capped and replaced. Additional information was later received reporting there was also high impedance, and the lead was explanted. No further patient complications have been reported as a result of this event.